Event description:
On (B)(6) 2009 I had a hip replacement of the right hip with a depuy tri-lock size 2 with a 36 +5 head, metal, and a 50-mm cup and metal liner. Two months after surgery, I had been complaining of worsening pain issues, numbness throughout the right leg. Each time being told to give it more time. Four years later, still having problems with sharp stabbing pain not only in the operated hip but every other joint in my body. I have scars all over my body from skin rashes over the past 4 years. My body is constantly cold. My weight has gone up. And doctors have been shuffling me back and fourth between specialist guessing at diagnoses. Meanwhile my family doctor had my blood tested for metal levels which came back a little high only to have the orthopedic tell me even though that is most likely the cause of all my medical issues I now need to wait until my model is recalled. Unbelievable.